Event description:
It was reported that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices components were not returned, as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-1416, serial number: (B)(6). Batch/lot number: 232842, model/catalog description: wavewriter alpha prime 16 ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices components were not returned, as they were disposed of by the facility.